Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2013. According to the information received, a (B)(6) individual used this type of device for 6 weeks before she suffered a perforation of her urethra. The individual went to the hospital and received a suprapubic catheter because of her injured urethra. From the information provided it is stated that the injury hasn't completely healed at the time of this report; however, the injury appears much better. The catheter was discarded so device evaluation was not possible.